Manufacturer narrative:
(B)(4). Batch # m55j3g. The analysis results found that the ecs29a device arrived in good visual condition and with four staples missing, the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. For more information please refer to the instructions for use. The device was reloaded with four staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. All devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic rectal surgery procedure, the nurse opened the package and found the staples protruding. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.